Event description:
During a pulmonary vein isolation a cardiac perforation occurred which required surgical repair to stabilize the patient. While performing the transseptal puncture using the non-(B)(6) (non-(B)(6)) transseptal needle, the left atrial appendage was perforated. The perforation was surgically repaired to stabilize the patient. Furthermore, the physician alleges the transseptal needle was the cause of the perforation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).